Manufacturer narrative:
Concomitant medical products: 496525 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.